Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: failed leak test from the zoom and focus ring. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be determined. However, based on the results of the investigation, it is likely the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a failed leak test. There was no patient involvement.